Event description:
It was reported that approximately five months post the initial implant procedure all three leads had dislodged and required repositioning. During a subsequent device change out procedure due to possible early battery depletion while triggered a patient alert, it was reported that the right atrial and left ventricular leads were dislodged and the right ventricular lead was "pulled tight". The right atrial lead was capped and replaced. The right ventricular lead was repositioned and is still in use. The left ventricular lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed; analysis revealed that the outer insulation was breached with environmental stress cracking. There was blood on the tip electrode and blood/body fluid (not obstructed) on all conductors. The outer insulation was melted, had cosmetic metal ion oxidation and environmental stress cracking, a breached cut, and a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) : the full lead was returned and analyzed; analysis revealed that the outer insulation was breached with environmental stress cracking. There was blood on the tip electrode and blood/body fluid (not obstructed) on all conductors. The outer insulation was melted, had cosmetic metal ion oxidation and environmental stress cracking, a breached cut, and a cosmetic depression. (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.